Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: micra. Model #: mc1vr01-delsys / expiration date: 14-mar-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR: no. Mfg date: 28-sep-2020. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), cardiac perforation, cardiac tamponade with pericardial effusion, ventricular fibrillation and asystole occurred. It was noted that the physician repositioned the device while trying to obtain good pacing thresholds. It was reported that it was difficult to redirect the device from apex to the septum of the right ventricle and without proper contact with the trabeculae. The ipg was finally implanted after second deployment with proper tissue contact and with good parameters, however, the signs of the complication started. Pericardiocentesis, cardiopulmonary resuscitation, invasive ventilation and sternotomy were performed. The patient was stabilized after the repair of the apex perforation and was transferred to the intensive care unit (ICU). Several hours later the patient passed away.